Event description:
It was reported screw for the lead may have broken off and remained in the patient. Fluoroscopy pictures showed screw. However, it was further reported that this is a heart transplant patient, and the screw may be from an old implantable cardioverter defibrillator system attached to the appendages of the old heart. The analysis review of the device on (B) (6) 2009, revealed the full lead was returned with no broken screw. However, further information from the analysis review revealed evidence of a cut through the outer insulation material at 13.5 centimeters.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned with no broken screw. Electrical testing to determine continuity of the conductor(s) passed. However, a cut was evident through the outer insulation material at 13.5 centimeters and coded as apparent explant damage. Primary analysis findings revealed no anomalies; lead functionally normal.